Event description:
It was reported that customer experienced cgm error that prevented sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and successfully restarted sensor session, and no further cgm error occurred.